Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of accessory 355018 peripheral needle showed that the introducer sheath was torn and damaged. The sheath was slightly stretched. Evaluation - results: needle/introducer.

Event description:
It was reported that the lead introducer snapped during the procedure and the radio opaque marked had been left inside the patient. It was noted that no action was required as a result of this event and the procedure was completed. It was noted that there was no patient symptoms or injuries related to this event. It was further noted that the patient¿s status at the time of report was alive with no injury or adverse event.

Event description:
It was later reported the patient was fine and there were no symptoms related to the event.

Event description:
Follow up information clarified that the lead introducer snapped just above the point of the radiopaque marker was located. This was the section of the introducer that was left in the patient and was described as that containing this marker (a "short section, approx. 5 mm"). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.